Event description:
Baxter reported an incident of a free flow at the facility. The pump was infusing morphine and reportedly, the nurse noticed the pump was infusing "wide open". According to baxter the pump had a "tube misload" earlier that day. No pt injury had been reported.